Manufacturer narrative:
(B)(4). Evaluation summary: the service condition of a colleague infusion pump that failed to audibly alarm was confirmed in the event history as failure code 550:320. The cause of this condition was determined to be a problem with the speaker harness. The speaker harness was replaced to fix this condition. A service history review revealed no previous service events were related to the reported condition. Similar reports have been received for the reported problem. Additional investigation is being conducted through CAPA (B)(4).

Manufacturer narrative:
(B)(4).the device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Event description:
During service by baxter personnel, a colleague infusion pump failed to audibly alarm. This event occurred during device power-up. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available. This device is an unremediated colleague pump with a user interface module software version of 5.03.00.